Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It has been stated that "stop input" error occurred at all pumps. No patient was involved. (B)(4).

Manufacturer narrative:
(B)(4). The issue has been reevaluated with the result that this issue "stop-inp error on hl20" is not reportable. As this error appears only if there is a problem during the start-up procedure and the check is never made during the run of the pump there will be no risk to patient. Additional based on the trend search analysis no complaint was found with the mentioned issue happened during patient treatment. All complained issues occurred prior to use. Therefore no report required.

Event description:
(B)(4).